Manufacturer narrative:
Result: footboard drawer cable. Timing link.

Event description:
It was reported by service report that the footboard would not function and that the head left side-rail would not lock in the upper position. No pt involvement or adverse consequences were reported.